Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned tot he manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that it was noticed a few days ago that the patient doesn't respond to voices. An impact to the head is assumed but not confirmed.